Manufacturer narrative:
E2 - incorrect due to system limitations. Initial reporter is a senior product specialist. H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was no tracheostomy tube inside the box. There was no patient involvement.

Manufacturer narrative:
H6 - evaluation codes: updated. Device evaluation: a review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. No trend of confirmed complaints in relation with this issue was identified. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.